Event description:
Extreme shooting pain in right thigh area where total hip replacement is. Right total hip replacement was done on (B)(6) 2010 at hospital for joint disease by surgeon, (medical record # - (B)(6)). Revision of right total hip was done on (B)(6) 2013, at hospital, (medical record # - (B)(6)). According to the surgeons operative report "there was radiolucent lined with reactive penciling around the distal aspect of the modular emperion femoral stem suggesting microscopic motion between the femoral stem and the surrounding bone."